Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) system detected increased threshold and decreased impedance measurements. Additionally, loss of ventricular capture was observed.